Event description:
It was reported that about five days after implant, the patient with this right ventricular (rv) lead felt unwell and visited the emergency room (ER). The rv lead was tested and was reported to have exhibited an increase in pacing thresholds. Subsequently CT scans and chest xray imaging were performed and revealed that the rv lead appeared to have been dislodged. The patient underwent a revision procedure, and this rv lead was successfully repositioned. No additional adverse patient effects were reported.